Event description:
(B)(4). It was reported that when the surgeon was irrigating, he noticed a piece of the green bulb in the pt's breast pocket that was being irrigated. No pt injury was reported.

Manufacturer narrative:
Investigation is still in progress, awaiting sample receipt. Once the investigation is complete, a supplemental report will be filed.